Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain after the implantation, nerve pains and complications following surgery, thinks the right breast has shrunk, may be leaking," and "anxiety about implants, have resulted in their daily life being severely affected".

Event description:
Patient representative reported "patient experienced pain after the implantation, nerve pains and complications following surgery, thinks the right breast has shrunk, may be leaking," and "anxiety about implants, have resulted in their daily life being severely affected.¿ this record is for the right side. The device remains implanted.